Event description:
Information was received that a smiths medical cadd solis vip ambulatory infusion pump displayed an error code 46440. No adverse effects were reported.

Manufacturer narrative:
Evaluation results: one cadd solis vip pump (2120) was returned for investigation in good condition. The error code "46440" was not replicated during the power up process and occlusion test. Although the error code was not duplicated, it was found recorded in mu mode. Fluid ingression was also noted on the downstream sensor. The downstream sensor was replaced as a preventative measure. The problem source of the reported product problem was unknown however. A root cause was not established.